Manufacturer narrative:
The specimen was collected in a plastic bd lithium heparin tube with gel, and was centrifuged at 3,000 rpm for 6 minutes. Per customer, the patient's sample "appeared normal". Qc was within specifications prior to the event. A system check performed on (B)(6) 2010 resulted within specifications. A field service engineer (fse) was dispatched: the fse installed new mixer spinners and mixer belt, performed alignments, conducted diagnostic testing and ran (B)(4). No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained an erroneously high troponin (accu tni) result on one patient sample. The initial result was 2.43ng/ml and a result 0.01 was generated upon repeat testing. The specimen was tested on a different instrument which gave an accu tni result of 0.00ng/ml.the erroneous result was not reported out of the lab. The customer did not report affect to the patient or user. Attributed or connected to this event.